Event description:
On (B)(6) 2025, the user reported that upon waking, their blood glucose (bg) level was 45 mg/dl. The user reported feeling shaky during the episode. The user treated the low by eating a barbecue sandwich and french fries, and bg stabilized. No medical intervention or outside assistance was required.